Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion, and for the device to fail the pressure tests. This appears to have caused the difficulty encountered by the customer. Once the device was irrigated again the flow was normal. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that patient developed soreness around the valve site. As a result, surgeon suspected that the valve may not be working. The surgeon brought the patient to surgery and found the device to be patent. As a result, he removed the device as a blockage was suspected.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not yet returned.